Manufacturer narrative:
This report is submitted on november 09, 2021.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site. Subsequently, the patient was hospitalized (date and duration not reported) and during the hospitalization, the patient underwent a skin flap revision surgery (transposition of flap and graft, with skin harvested from the anterior thigh) on (B)(6) 2020 and was treated with oral and topical antibiotics (date and duration not reported) post-surgery.